Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed incoming testing with no anomalies observed. The programmer booted up as required without an error and was able to interrogate. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer stalled numerous times during interrogation and would not boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.